Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined power to the station as off as the remote smart service was offline as the screen suddenly turned off and black screen, it makes clicking noise. A field service engineer had found that the half height cubie drawer 3.1 controller board was failed hence again investigated and no defect was found to resolve the issue of the device. The system functioned as intended after the field service engineer had investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, there was no power to device. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.